Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review, which confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return as it is believed to have been discarded at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review, which confirmed that the power consumption is increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.